Event description:
Device evaluation: received for evaluation was one everest inflation device in a bio hazard bag with no original packaging. The device was received with residual contrast, and no apparent damage to the gauge received at zero mark. The gauge was found to have a large glue deposit on the end of the threaded process connection. Inspection of the movement and socket at magnification revealed the presence of colophonium deposits on the movement back plate to pinion joint. The substance adhering the pinion to the movement is believed to be colophonium. The colophonium deposits found on the movement originate from the end piece soldering process. The composition of the contaminant was verified as colophonium via ftir analysis.

Manufacturer narrative:
(B)(4). Results and conclusion: (investigation of returned device in progress).

Event description:
During the procedure it was reported that although pressure was being applied to the everest inflation ac3200 device the needle of the gauge did not move. It is unknown if positive pressure was applied during preparation but was confirmed that negative pressure was applied and no abnormality was found. The device was changed resulting in no adverse effect on the patient.

Manufacturer narrative:
Presence of deposits within device affecting device performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.